Manufacturer narrative:
Correction to h4. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the probable cause was most likely attributed to damage to the charged coupled device unit resulting in no image on the monitor. Based on the investigation results, a definitive root cause could not be determined. The event can be detected by following the instructions for use (IFU) for ltf-s190-5 "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Inspection of the endoscopic - image. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the image produced by the deflectable videoscope was no longer visible. There were no reports of patient harm.